Event description:
On x-ray rods appear broken at l2-l3.

Manufacturer narrative:
The incident report the MFR received did not include the implants or the catalog number of the implants, therefore making it difficult to determine the size of teh rods. Co believes from inspecting photographs that the rods were 7mm in diameter, making them the largest diameter rods that the MFR's produces and therefore the strongest in the cd spinal system. From a mechanical point of view the addition of more hooks to the construct would have increased the strength and stability of the construct. Having multiple levels between hook placements can increase bending stresses within the rod. It is possible that the patient's anatomy within the rod. It is possible that the patient's anatomy prevented the addition of extra hooks. In cases such as this additional anterior support may be needed. Without having any further info no further conclusions can be drawn. Co considers this case closed at this time. Unless additional info becomes available.